Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: degenerative disc disease (ddd) it was reported that intra-op, cage was being inserted and it was broken. Product came in contact with the patient. No fragment of the implant remained in the patient body.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Cerebrospinal fluid leak was repaired. Dura repair additional surgery was performed.